Event description:
This angiographic x-ray system was found to have a problem of the misregistration of lateral fluoro trace/smart mask when changing field of view. For example, anterior posterior (ap) in 6" field of view and lateral in 10.5" field of view. Then start biplane fluoro trace or smart mask and during biplane fluoro the field of view will change upward in magnification. The ap is now 7" and lateral is 13". The lateral will misregister with no warning to user and fluoro trace/smart mask will continue to fluoro. No pt was injured or misdiagnosed.